Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during an attempted transfemoral tavr case, numerous punctures were performed with the aid of an ultrasound device and three closure devices were used. Angioplasty was performed in the iliac artery with different sized balloons in an attempt to improve access. Following this, the artery was prepared with the sapien xt dilator kit and the esheath was attempted to insert without success as it was stuck at a calcium plate and would not advance. The decision was to continue the procedure with valvuloplasty only. The patient¿s arteries were very calcified and it was not possible to get past the calcium and advance after angioplasty. Shows a string shaved off the dilator, however it was still attached.

Manufacturer narrative:
Added missing information to g.1 & g.2. Investigation is ongoing.

Manufacturer narrative:
Added report source info to g.3. Investigation is ongoing.

Manufacturer narrative:
The esheath introducer set was discarded and not returned to edwards lifesciences for evaluation. Pictures were provided by the field and the photos of the dilator / introducer revealed deep scratches along the shaft. A strand that is connected on one side likely from the shaft coating is displayed. The strand is located at the same area where deep scratches were seen. Procedural cine video shows the esheath was introduced from the left side. During insertion, the esheath was unable to progress through the patient¿s anatomy due to severe access vessel calcification. A DHR review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review revealed no similar complaints for damage to the introducer and difficulty inserting the sheath shaft in the patient. A review of complaint history from august 2019 through july 2020 for the edwards esheath introducer set revealed additional returned complaints for similar events. The complaints were reviewed based on similar reported events and associated root causes and evaluation codes. The potential root causes for these similar events was patient factors (i.e. Calcification, tortuosity, vessel size) and procedural factors (excessive manipulation, improper sheath orientation, and insertion angle). The IFU, device preparation training manual, procedural training manual, and patient screening manual was performed for device preparation and use instructions related to the reported event. The patient¿s vessels are dilated as appropriate. Ensure introducer sheath is wet before inserting. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Insert the introducer sheath with edwards logo facing upward until the sheath tip passes the aortic bifurcation. Suture esheath in place and remove the introducer. Intermittently flush esheath with heparinized saline per standard technique. The proximal tapered end of the sheath is larger in diameter. Hydrate esheath but do not wipe off hydrophilic coating. Insert the introducer sheath with the edwards logo facing upward so the seam remains down to ensure proper esheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation do not use if esheath is damaged (i.e. Kinked or stretched). Apply tension to wire to provide firm rail for placement. Proper screening is critical to reducing vascular complications. The edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. No IFU/training deficiencies were identified. During manufacturing of the introducer, dilator, and esheath are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were confirmed through the provided imagery. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, reviews of lot history, DHR, complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Per the provided procedural cine video, the patient¿s access vessel displayed severe calcification. Per the training manual, ¿the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath¿. Vessel calcification can make contact with the inserted dilator and scratch it. If severe enough, the calcification can scrape and create strands off the dilator shaft. Additionally, the complaint description states, ¿the esheath got stuck at a calcium plate and did not advance¿. Bulky calcified nodules can narrow the insertion pathway and prevent the sheath from advancing, leading to sheath insertion difficulty. As such, available information suggests that patient factors (calcification) contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Added missing PMA number from g.5, missing from initial report. Investigation is ongoing.